Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was not outside the labeled temperature operating range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use pump for insulin therapy.